Event description:
It¿s reported that during xia3 surgery, the surgeon inserted screw in l3/l5. The surgeon performed the final tightening the blocker by torque wrench. However the blocker continued to turn freely. The result was the same although the surgeon changed the blocker several times. Therefore the surgeon removed the screw. The surgeon changed the screw to brand-new product.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: it was observed that the blocker had damage on the tulip threads. This suggests that the blocker was either not seated properly during insertion or that the blocker had jumped threads or cross threaded during final tightening. This can occur if excess torque is applied during final tightening or if cantilever force is applied. It was stated that the surgeon did not use the anti-torque key during tightening, which provides counter-torque and allows the torque wrench to be aligned properly. Improper insertion may have initially caused the tulip to slightly splay, which possibly lead to difficulty during the subsequent tightening attempts, as this condition readily allows for thread misalignment when torque is applied. This would allow the blocker to continue to spin and eventually jump threads, which was observed during functional testing. Conclusion: the most likely cause of the reported event is improper initial insertion by the user causing tulip splay and misaligning of the threads.

Event description:
It&#38112;reported that during xia3 surgery, the surgeon inserted screw in l3/l5. The surgeon performed the final tightening the blocker by torque wrench. However the blocker continued to turn freely. The result was the same although the surgeon changed the blocker several times. Therefore the surgeon removed the screw. The surgeon changed the screw to brand-new product.